Event description:
Eye surgeon used a 1cc syringe with bss to hydrate the corneal incision after a cataract procedure. The cannula on the end of the syringe came off under pressure and struck the 6 o'clock iris root. There was bleeding within the eyes. Patient returned to hospital one week later without improvement of condition. Patient was admitted for oral therapy to promote clotting. The patient was hospitalized for one week, and was seen by a retinal specialist, who reported that there was no retinal detachment, but because of the patient's low pressure, he remained suspicious that the patient might have a cyclodialysis cleft.